Event description:
Boston scientific received information that the patient felt that this right ventricular (rv) lead was getting hot and so the patient felt the skin was burning. An attempt to obtain additional information was unsuccessful. This lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.